Event description:
It was reported a patient was seen with high impedance. The patient reported not experiencing any trauma to the area of their vns. No surgical intervention has occurred to date. No other relevant information has been received to date.